Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing/ noise, along with high thresholds and a polarity switch due to high impedance. A fracture was suspected. The lead was reprogrammed and a chest x-ray and lead replacement was scheduled. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was capped and replaced. No patient complications have been reported as a result of this event.